Event description:
Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Additional information received on 11oct2025. General questions: 1. What endoscope type and channel size was used? Fuji duodenoscope 2. Details of the wire guide used (diameter, type, make)? Metii-35-480 3. Please advise the anatomical location of the intended target site. Bile duct 4. Were any defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 5. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 5cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? Yes. 3. If yes, at what point? During advancing into duodenal papilla.

Manufacturer narrative:
Device evaluation - the evo-fc-10-11-8-b device of lot number c2313032 involved in this complaint was returned open and in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Please note ¿ clarification was requested as to what part of the device is being referred to as ¿stent wire¿? Are they referring to the introducer /catheter? Three attempts were made to clarify this but the clarification was not received. Should this become available at a later date, the complaint will be updated accordingly. Based on the device evaluation, the conclusion was made that the part of the device being referred to is the catheter/flexor. Visual inspection: directional button in deploy position. Red marker on the 09th dimple. Safety wire slightly removed from the handle. Evidence of bunching above the yellow marker, flexor broken measuring approx 19cm from the white tip, polyimide appears to be damaged. Stent slightly deployed on return. Functional inspection: handle actuating fine for deployment and recapture but unable to deploy the stent unable to remove the safety wire. The reported failure was observed. The device underwent a device re-evaluation on the 22 oct 2025. Observations included: functional inspection: safety wire partially removed. Stent manually deployed. Visual inspection: stent examined - no issues noted. Photographic evidence provided by the customer showed the label of the complaint device. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2313032. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of the issue reported is most likely a result of bunching resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Bunching noted during the lab evaluation likely occurred during stent deployment due to high friction force and likely caused the flexor break which contributed to the deployment issue reported by the customer and the damage seen to the polyimide in the device evaluation. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction: CAPA-00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the initial complaint reported, during a covered biliary stent implantation procedure, the stent wire suddenly snapped during deployment, preventing further advancement. User immediately halted the procedure confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the patient did not require any additional procedures due to this occurrence. A definitive root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified.

Event description:
Late complete supplemental report being submitted as a retrospective review was carried out and the file still meets the definition of an FDA reportable event based on the precedence that was inadvertently removed on completion of the investigation.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot involved in this complaint was returned open and in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Please note ¿ clarification was requested as to what part of the device is being referred to as ¿stent wire¿? Are they referring to the introducer /catheter? Three attempts were made to clarify this but the clarification was not received. Should this become available at a later date, the complaint will be updated accordingly. Based on the device evaluation, the conclusion was made that the part of the device being referred to is the catheter/flexor. Visual inspection: directional button in deploy position. Red marker on the 09th dimple. Safety wire slightly removed from the handle. Evidence of bunching above the yellow marker, flexor broken measuring approx 19cm from the white tip, polyimide appears to be damaged. Stent slightly deployed on return. Functional inspection: handle actuating fine for deployment and recapture but unable to deploy the stent unable to remove the safety wire. The reported failure was observed. The device underwent a device re-evaluation on the 22 oct 2025. Observations included: functional inspection: safety wire partially removed. Stent manually deployed. Visual inspection: stent examined - no issues noted. Photographic evidence provided by the customer showed the label of the complaint device. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of the issue reported is most likely a result of bunching resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Bunching noted during the lab evaluation likely occurred during stent deployment due to high friction force and likely caused the flexor break which contributed to the deployment issue reported by the customer and the damage seen to the polyimide in the device evaluation. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction CAPA-00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation according to the initial complaint reported, during a covered biliary stent implantation procedure, the stent wire suddenly snapped during deployment, preventing further advancement. User immediately halted the procedure. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the patient did not require any additional procedures due to this occurrence. A definitive root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2025, during a covered biliary stent implantation procedure at the (B)(6) university hospital, the stent wire suddenly snapped during deployment, preventing further advancement. User immediately halted the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."